Event description:
It was reported the patient did not feel they were getting good therapy anymore. Patient reported a fluctuation in relief. They wanted the pump explanted and oral medication instead. Healthcare provider (hcp) suggested a dye study but the patient declined. Patient did not allow hcp to diagnose the reason for change in therapy. Caller stated when they read the pump there was nothing wrong; no evidence there was anything wrong with it; no alarms. Preparations were being made for a pump removal. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported that the cause of the event was due to the patient feeling like the "pump was turned off". There was no pump problem, error or other problems found. The catheter was irrigated on (B)(6) 2012 and there were no issues. It was stated per patient that he was no longer happy with the pump for his chronic back pain. The outcome of the patient was noted as no injury. The drugs delivered via pump were dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot# l74637, implanted: 2000-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# l74637, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2019. The consumer reported the patient had been having trouble with the pump because it would malfunction and it would not administer the medication on time so the patient would go into withdrawal. Therefore, the patient asked to have the pump removed. It was reported the patient's pump was removed in 2012. It was reported the pump had malfunctioned on and off and they did not have a full recollection of when the issues started. It was reported the device had been used to deliver 25.0 mg/ml of dilaudid at 7.009mg/day and 12.0 mg/ml of bupivacaine at 3.364 mg/day. No further complications were reported or anticipated.